Manufacturer narrative:
The deilivery device was not returned and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported by the pt that two days post a coronary drug eluting stenting treatment procedure, a reintervention was needed. The pt had a taxus express2 drug eluting stent implanted in an unspecified vessel. The consumer states that after his stent was implanted, the "doctors did a test and they did not like the way that the ends of the stent looked, they looked like cellophane". Two days later, the pt reported that two more taxus express2 stents were placed, "one at the each end of the original taxus express2 stent". The pt reported that he has had no further problems since the two new stents were placed. Additional info was requested, but was unavailable from the cath lab and the physician's office.